Manufacturer narrative:
"Maquet medical system, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). The device was not returned to the manufacturer and hence no evaluation was performed. (B)(4)."

Event description:
"On (B)(6) 2012, the (B)(4) representative at maquet medical in (B)(4) reported that the hcu 30 serial number unknown was not cooling on both the main and cardioplegia sides. (B)(4)."